Event description:
It was reported that after a photoselective vaporization of the prostate procedure had been completed, black smoke began coming out of the console. There were no injuries to the patient as the procedure had been completed prior to the event occurring.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported black smoke coming from the device was confirmed as analysis found the vsb was burnt. It is probable that a component on the vsb failed and started to burn producing the smoke from the board. This damaged the power supply compartment. Device history record (DHR) review: the laser console was installed on 30 july 2016. It was last serviced on 06 january 2021 and found to be fully functional. Device technical analysis the console was serviced by the filed service engineer (fse) onsite. The fse confirmed there was a strong burnt smell coming from the console. He disconnected and opened the chiller and found the lower compartment which housed the auto voltage select board (vsb) was burnt. The wiring to and from the vsb to the transformer was burnt. The console was returned and upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. Visual analysis confirmed the vsb was burnt up and it damaged the power supply area of the console. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that after a photoselective vaporization of the prostate procedure had been completed, black smoke began coming out of the console. There were no injuries to the patient as the procedure had been completed prior to the smoke occurring.